Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event. The fse observed the nucleated red blood cell (nrbc) chamber was overflowing. The fse removed rubber stopper debris from the nrbc mixing chamber and verified chamber was draining properly. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The root cause for the leak was debris in the nrbc mixing chamber causing it not to drain properly and overflow. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak inside the unicel dxh 800 coulter instrument. The laboratory has an exposure control plan in place. Material safety data sheet (msds) was not reviewed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no report of exposure to mucous membrane or open wounds. No one was splashed or sprayed. The customer did not come in contact with the fluid. Medical attention was not sought. Patient results were not affected. There was no death, injury, or an effect to patient treatment attributed or associated to this complaint.